Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11 results of investigation: a field service engineer was onsite to evaluate the device. Upon evaluation, the reported issue was confirmed, and calibration was performed, the issue was resolved. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista displayed an unexplained 260 occlusion alarm when the patient was transitioned from vc to psv. The alarm reset and stopped when the patient was placed back into the vc mode. No patient harm reported.